Event description:
Reporter indicated that the pt's device was no longer stimulating. Upon further follow-up with the pt via telephone, the pt indicated that their device was not stimulating at all. During the course of the telephone conversation, the device stimulated two times approximately 5 minutes apart as evidenced by the change in the pt's voice while talking. The pt indicated that these episodes of stimulation were the first time that the device had worked in a few days. Investigation to date has been unable to determine whether the device is functioning properly.